Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
(B)(4) - the dentist reported that after 2 months dental implant was installed in intraoral region 25#, its non-osseointegration was observed. In addition, 45ncm of primary stability was achieved, the patient presented bone type I and bone graft was executed.